Manufacturer narrative:
Ortho care confirmed that there were no reports of any discrepancies with qc results or patient results. The customer made the corrections to their internal procedures to perform the daily maintenance with 0.1m of naoh. The customer has made no claims of any reported false results being reported as a result of this concern. (B)(4).

Event description:
On (B)(6) 2018, customer became aware that they have been using 1n naoh for daily maintenance instead of 0.1m recommended by ortho since the installation of the vision back in (B)(6) 2017. Ortho care discussed with customer the potential for carryover when not doing the daily decontamination of the probe with 0.1m naoh. Ortho care confirmed that there were no reports of any discrepancies with qc results or patient results. The customer made the corrections to their internal procedures to perform the daily maintenance with 0.1m of naoh the customer has made no claims of any reported false results being reported as a result of this concern. Ortho care advised the customer to contact their internal quality department or medical director for advice regarding test results.